Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The system controller was returned and the log file was retrieved. The log file contained a red heart alarm and a system stop which occurred as expected at the time that the driveline was disconnected from the system controller during the system controller exchange. The log file also revealed intermittent no external power alarms. When the no external power alarm is active; a red battery will flash on the user interface and the system will operate on the backup battery. During visual observation, both power cables had cuts in the outer silicone jacket. Analysis of the white power cable's underlying wires found the internal conductor of the green wire exposed which appears to have contributed to the intermittent no external power alarms. If this wire shorts to the shielding, the system controller will alarm for power cable disconnect and the system controller will continue to operate on the backup battery. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt experienced a red heart alarm at home. The pt exchanged her sys controller and came to the clinic for a device interrogation. A device interrogation revealed a pump stop alarm condition recorded on (B)(6) 2014.